Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular emergency treatment and the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movements were unavailable. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified that motorized movement was not available. The fse reviewed the logfile and confirmed the there was a communication issue between host pc and geo pc. The fse confirmed that the geo pc was defective and needed a replacement. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the geo pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.